Manufacturer narrative:
Results: the benchmark was fractured underneath the strain relief approximately 2.5 cm from the hub. Conclusions: evaluation of the returned benchmark revealed that the catheter was fractured. This type of damage typically occurs if the device is forcefully retracted at extreme angles during removal from the packaging or general mishandling during preparation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the nurse removed a benchmark 6f 071 delivery catheter (benchmark) from the packaging and flushed it. The benchmark was then attached to a rotating hemostasis valve (rhv) and ready to use with no noted issue. However, when commencing continuous flush through the benchmark, the physician noticed that the benchmark was leaking around the hub. Therefore, the benchmark was not used in the procedure. The procedure was completed using a new benchmark.